Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported the tip of the catheter fractured at the marker band. The catheter was placed on (B)(6) 2017 in the lower abdomen for a perforated bowel. The patient returned on (B)(6) 2017 as scheduled. When reviewing the images the physician suspected that the catheter was kinked. When advancing a wire through the catheter for removal the physician realized that it was broken. The retention string was still attached and he was able to remove the catheter in one piece. A new catheter was placed. The patient was not injured. The physician said that the patient mentioned the catheter had been inadvertently pulled on.

Manufacturer narrative:
A portion of the suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed excessive force being applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.